Event description:
Related manufacturer reference number:2017865-2022-39666. It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the pacemaker setscrew was stripped and the right ventricle (rv) lead was failing to remove from header. The pacemaker was broken during the process of removing the rv lead. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported.

Manufacturer narrative:
The reported event of failure to remove lead from header was confirmed but reported event of stripped setscrew was not confirmed. The device was above elective replacement indicator eol upon receipt. Visual inspection found the header broken off from device can and leads were not returned for analysis. The broken header is consistent with damage from explant procedure. The setscrew was shown to have calcified blood within inset preventing full wrench insertion to loosen set screw. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.